Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. Patient did admit to falling several times. As a result, surgical intervention was undertaken wherein the iead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
-Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.